Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was drawing excessive current and was unable to power on. The cause for the excessive current draw was isolated to a thermally damaged c10 capacitor on the monitor c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was unable to power on.